Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216 if additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle detached from the thread with a light pull, multiple times. No more information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 7 closed samples and 1 open and used sample that contains only a detached needle. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.06 kgf in average and 1.60 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). We have also checked the detached needle of the open sample received and we have noticed that there are marks of a needleholder or surgical instrument near needle attachment area. The needle has been damaged during handling of the suture and the needle detachment is caused by this wrong handling. As stated in the instructions for use of the product: "when working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: the needle has been damaged during handling and detached most probably due to wrong handling. Therefore, we conclude that the case is not confirmed due to needle detachment defect is caused by a wrong handling not according to the instructions for use of the product. Furthermore, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.